Manufacturer narrative:
Updated fields: d8, d9, h6. This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The error occurred at the facility and is believed to be caused by tissue being grasped too small in the jaws. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the powerseal instrument had an error message and no output. This issue occurred during a therapeutic pancreatic duct (pd) procedure. There was a delay less than thirty minutes, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.